Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Reportedly, the customer increased the basal rate settings by 200% as bg level was in the 200's (mg/dl). Additionally, the customer delayed in consuming food. Milk and fruit were consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.